Manufacturer narrative:
The actual device was evaluated. Images were taken of the returned materials and confirm that the thread is still attached to the needle, which is inconsistent with the reported event of needle pull off. The fiber was cut close to the needle, which is why the user likely reported a needle pull off. Images clearly show that the thread was cleanly cut on the bias using a sharp implement (ex: a scalpel), and did not propagate from an existing defect. Additionally, the reported issue states that the needle detached when the suturing was almost complete. Since the fiber was cut through completely, it would not have supported any suturing, and therefore, must have been nicked in use. Each lot is sampled and qc tested for needle attach tensile strength and must meet the release requirements to be dispositioned as accept. Manufacturing records were reviewed and indicated that the reported lot met all pre-release specifications.

Manufacturer narrative:
(B)(4). The review of the manufacturing records verified that this lot met all pre-release specifications.

Event description:
It was reported to gore that during a dental procedure at a dental clinic one piece of gore-tex suture (p5k17j/13756366j) was used to suture the gum. As the suturing was almost complete, the needle was pulled off from the suture and the suturing could not continue. Another piece was used to complete the suturing, and the procedure was concluded with no other reported issues. The patient tolerated the procedure.